Event description:
It was reported by getinge field service engineer (fse) during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) was found with fiber optic damaged by user. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation ), h3, d9.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d8, d9, h6 (medical device ¿ problem code). Getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) reported fiber optic was damaged by user. This notification will be cancelled as we have not heard from the customer with a purchase order. If the customer requests and approve the purchase order, the complaint will be reopened and updated accordingly.